Manufacturer narrative:
This report is submitted on may 13, 2022.

Event description:
Per the clinic, the patient experienced pain and non-auditory sensations resulting in the decision to explant the device. The device was electively explanted on (B)(6) 2022. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on june 17,2022.